Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room due to presyncope. The device's ventricular output was adjusted. The patient presented in clinic on (B)(6) 2015 and the ventricular lead exhibited varying threshold resulting in loss of capture. No intervention was reported and the patient would be monitored.

Event description:
New information indicated the device was reprogrammed. No adverse events occurred to the patient.